Manufacturer narrative:
A customer from outside the united states reported an observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing on an alternate instrument. Quality control (qc) and calibration recovered within the laboratory's established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating the event.

Event description:
The customer reports an observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing on an alternate instrument. An initial elevated result was obtained for one patient sample. The initial result was reported to the physician, who questioned the result. The same sample was retested on an alternate analyzer and obtained a lower result. The patient was redrawn and tested on an original analyzer and similar lower result was obtained. The lower results were considered since they matched the patient¿s history, and the lower result obtained on the alternate analyzer was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00062 on 28-mar-2025. Additional information (22-apr-2025): siemens has concluded the investigation for the issue reported by the customer from outside the united states (ous) regarding an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing on an alternate instrument. Siemens evaluated the instrument data, and the information provided by the customer. Reagent issues were ruled out because quality control (qc) results were within acceptable ranges and no other samples were affected. The sample used was serum. When clotting time is prolonged due to thrombolytic or anticoagulant therapy, using serum samples may increase the risk of micro-clots, fibrin formation, or particulate matter. The quality of the sample can impact the accuracy of results. The return of the patient sample for further investigation by siemens was not warranted because the discordant result was not reproducible. Review of the sample and reagent trace files was not performed, as the original sample was repeated on a different instrument, and comparison was therefore not possible. At the time the sample was run, there were no system errors or indications of any instrument-related issues. Based on the available information, the cause of the discordant result was unable to be determined, and the reported issue was resolved by routine troubleshooting. A product problem has not been identified. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.